Event description:
During the g3 nail surgery, when the surgeon inserted the set screw in the g3 nail, it was not possible to insert (metallic clank was heard). Therefore, the surgeon used backup set screw and the surgery was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.